Event description:
Optical module, model om-2, serial number (B)(4) was reported by customer as "svo2 drifting. Does not hold calibration". No patient injury was reported.

Manufacturer narrative:
The optical module was returned to the edwards electronics service center for evaluation. An edwards electronic technician evaluated the optical module and found that the error code was in-vitro calibration. The "svo2 drift" was not verified. Upon further investigation the optical module was found to have physical damage. The cable shield was "open" due to cable pin #5 missing, causing the in-vitro calibration error. There is no service history record for this device as this was the first time the cable was sent to edwards for servicing. However, based on the serial number our records show the customer acquired the product on (B)(6) 1997 thus the om2 is approx 13 years old. As of (B)(6) 2009, this type of product carries a use by date of 42 months. The physical damage that was confirmed on the returned product can occur due to normal wear and tear and/or mis-handling of the product. The faulty cable cannot be repaired and was decommissioned.